Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported air was being sucked into the line where the leaver goes into the top of the pump and then downstream air gaps appeared during feeding. No alarm sounded; this was noticed by the patient. With this feeding set, air bubbles are 1 inch long. The set was removed and replaced with another set.

Manufacturer narrative:
The device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process for the reported lot number. One sample and one unused representative sample was returned for evaluation. Functional testing was performed on the unused representative sample and the representative sample performed as required for the duration of the test with no issues observed relating to the presence of air gaps within the set downstream from the pump. The used sample was inspected, and the site can confirm that air could be drawn into the epump connector which could cause air gaps to form in the downstream section of the set. A corrective and preventative action (CAPA) has been opened to further investigate this issue. The associated data will be fed into the risk management quarterly report. This complaint will be used for tracking and trending purposes.